Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "attempted to remove the screw, it was broken the instrument. Then other instrument was used and removed the screw."

Manufacturer narrative:
The reported event could be confirmed. Visual inspection of the returned device confirmed that the returned extractor asnis iii for screws: ø4.0mm ao fitting shows normal traces of use. The broken piece was not returned. A deeper analysis of the tip surface shows that the device broke due to torsional overloading, since the breakage pattern indicated that the driver was not properly align during use. The additional information given by the user: "sorry for breaking. There was a problem with the procedure of the previous doctor, making removal difficult." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by driver was not properly align during use and the user applied uncontrolled forces on it. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "attempted to remove the screw, it was broken the instrument. Then other instrument was used and removed the screw."